Event description:
It was reported that a peritoneal dialysis (pd) patient has a developing infection and a blocked catheter requiring catheter removal. Upon follow up with the patient's pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and an obstructed pd catheter (not a fresenius product). The patient's pd catheter could not be cleared in the outpatient clinic, and the patient was advised to report to the hospital for further evaluation. The patient presented to the hospital and was admitted on the same day. The outpatient clinic pdrn spoke with the patient during this hospitalization, and it was confirmed the patient was diagnosed with peritonitis. The patient's pd catheter was removed during this hospitalization (exact date unknown) and a permacath was placed in favor of hemodialysis (hd). The patient was able to undergo hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was recovering from this event while awaiting discharge and plans to undergo hd for renal replacement therapy on an in-center basis upon discharge. The outpatient clinic was not provided any further information concerning this event. Multiple attempts were made to the hd clinic and patient to acquire further details concerning the infection and the hospitalization; however, no additional information was obtained. Specific patient information, fresenius device or product temporal or causal relationship to the infection and medical intervention provided during this hospitalization remain unknown. The catheters used by the patient are not fresenius devices. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).